Event description:
The physician reports that the crystalens haptics tore during loading using the staar surgical lens injector system. The damaged device did not contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.